Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level displayed as "high"; however, specific value was not provided and a high ketone level identified as dangerous by healthcare provider. Cause was not known. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.